Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced ineffective therapy. X-ray imaging revealed migration of both leads. As a result, surgical intervention occurred on (B)(6) 2025 wherein the leads were explanted and replaced. Effective therapy was restored post-operatively.

Manufacturer narrative:
Date of event is estimated.